Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd saf-t-intima¿ IV catheter safety system a needle detached and there was a safety failure. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
The device history report for lot number 7177628 was reviewed, no related abnormalities were found. Material number (B)(4) for lot 7177628 was manufactured on 07/14/2017. This is the first instance of this failure mode with this lot number. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or in packaging visual inspections. A photograph was provided for the purpose of aiding our quality engineer's investigation. The photo clearly displayed the reported failure mode. Based on previous investigations possible causes for the observed event are incorrect placement of the stylet or weak crimping. Unfortunately, without the device bd engineers cannot finalized the root cause for this issue. Corrective actions have been implemented to address both of these issues after the manufacture of the device you received. Bd apologizes for any inconvenience your facility may have experienced as a result of this complaint and will continue to track and trend for this issue.

Event description:
It was reported that during use of the bd saf-t-intima IV catheter safety system a needle detached and there was a safety failure. There was no report of exposure, serious injury or medical intervention.